Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis requiring pd catheter (not a fresenius product) removal and treatment with antibiotics. There were no reported allegations that the peritonitis was related to any issues with fresenius products. Rather, it was stated the patient¿s peritonitis was due to poor hand hygiene. In an additional follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. On (B)(6) 2023, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which generated growth of methicillin resistant staphylococcus aureus (mrsa) and candida. The patient was treated with vancomycin and gentamicin (dose not provided) intra-peritoneal (ip) on an outpatient basis. However, per the nurse, the patient did not fully recover. As a result, the patient was seen in the emergency room (ER); date/details are unknown although the patient was not admitted. It was discovered that the patient had concomitant fungal peritonitis and the patient underwent removal of the pd catheter (not a fresenius product. The patient was transitioned to hemodialysis to let the peritoneum rest. The patient is currently on hemodialysis on an outpatient basis and is recovering from the event according to the nurse. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach aseptic technique/poor hand hygiene during the pd exchange.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture generated growth of mrsa and candida which are microbes found on human skin. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique/poor hand hygiene during the pd exchange, as reported by the patient¿s nurse.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis requiring pd catheter (not a fresenius product) removal and treatment with antibiotics. There were no reported allegations that the peritonitis was related to any issues with fresenius products. Rather, it was stated the patient¿s peritonitis was due to poor hand hygiene. In an additional follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. On (B)(6) 2023, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which generated growth of methicillin resistant staphylococcus aureus (mrsa) and candida. The patient was treated with vancomycin and gentamicin (dose not provided) intra-peritoneal (ip) on an outpatient basis. However, per the nurse, the patient did not fully recover. As a result, the patient was seen in the emergency room (ER); date/details are unknown although the patient was not admitted. It was discovered that the patient had concomitant fungal peritonitis and the patient underwent removal of the pd catheter (not a fresenius product. The patient was transitioned to hemodialysis to let the peritoneum rest. The patient is currently on hemodialysis on an outpatient basis and is recovering from the event according to the nurse. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach aseptic technique/poor hand hygiene during the pd exchange.